Event description:
It was reported that, during evaluation prior to a magnetic resonance imaging (MRI) procedure, the patient with this right ventricular (rv) lead exhibited pacing impedance measurements slightly above 2000 ohms. Technical services (ts) reviewed the device data and confirmed that the impedance values have remained stable around this value since approximately three years prior. Based on the available data, device function appears stable; however, the decision to proceed with the MRI remains clinical. No adverse patient effects were reported. This rv lead remains in service.